Event description:
A nurse reported that upon removal of the catheter, it has broken into two pieces. The first piece was 38cm and the second piece was 1.5cm. She couldn't tell whether the catheter was amber or clear she stated that they were unable to find a piece with a black tip. They reported incident to dr. (B)(6) and a CT scan was done. The CT scan did not find anything and dr. (B)(6) was planning on taking pt back for an exploratory lap this a.m. They had kept the two pieces of catheter in a specimen cup, and had pulled the pump out of the trash. Since pump was on another floor, the pump model, lot or if it was single or dual lumen catheter was unavailable. Nurse provided name of day clinical manager as the contact name at the same phone number for any other questions. Day clinical manager was contacted to complete the "catheter break questionnaire" and she said that "risk had taken the pump and catheter pieces and they will not be sending it back to the company."

Manufacturer narrative:
No sample received for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. No additional info has been provided, although requested. The device history record was reviewed for the lot and all mfg operations were found to be within specification. A review of the lot history found no other complaints for the reported lot. No determination can be made with the info provided as to how or why the catheter broke. The directions for use (dfu) (1306078, rev. D) provide cautions and directions on catheter removal if resistance is encountered. I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info pertinent to this complaint or the sample is received, the file will be reopened.